Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that after impella cp removal, the perclose got caught on the back wall and a cutdown was performed. The patient is stable and the procedure was successful.

Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for analysis. Clinical details do not mention any excessive force or patient anatomy issues. The root cause of the vascular damage - peripheral vessel was not determined as no product was returned and limited clinical information was provided. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿